Manufacturer narrative:
An event of patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2014, a 29 mm epic mitral valve (sn: (B)(4)) was implanted off-label in the tricuspid position in a patient with a history of endocarditis. The patient tolerated the procedure well, and transferred to the ICU in stable condition. On (B)(6) 2017, the valve was explanted due to endocarditis and severe tricuspid regurgitation and replaced off-label with a 27 mm epic mitral valve (sn: (B)(4)). The patient tolerated the procedure well, and transferred to the ICU in stable condition. The patient was discharged to a rehab facility on (B)(6) 2017. Information received from abbott's patient device tracking on (B)(6) 2017, indicated the patient died on (B)(6) 2017. An autopsy was not performed and the cause of death is not known as the patient died outside the implanting hospital. No further information is expected to be received.